Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that there was a "check plunger sensor" error and when running a test an error for "occlusion to check inline" appeared. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed that there was contamination in the plunger head, the battery was missing and the bottom case was damaged. The device was noted to be received with the tamper seal broken or removed. Functional evaluation included startup and inspection. Error codes for plunger not in place and force sensor test errors were in the device history. Results: the device was received with the plunger head contaminated and all parts of the plunger head had to be replaced. Root cause of the reported event would be attributed to customer maintenance of the device that was received contaminated with missing or damaged parts. After all parts of the plunger head were replaced, a battery was installed, the damaged bottom case was replaced and function of delivery tests were performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during review of the service and repair records., corrected data: d4: correction: model number: 3500, d5: correction: operator of device: unknown to date, e4: correction: initial reporter sent to FDA: unknown to date.

Event description:
Additional information received on 31-may-2022. The event did not occur while in use with a patient.

Manufacturer narrative:
Other, other text: additional information received updated b5.